Event description:
Additional information was received from the patient. Pt called back and stated that after increasing stimulation, it became uncomfortable, and they felt it clear down their leg. Pt states they are still getting up periodically and still having leaks. Pt states they still have to cath. Pt states they tried decreasing it, but nothing happened. The agent walked the patient through how to connect to the implant and the patient reported that the therapy was currently off at 1.8, which was lower than they was when they first called in. Pt states that when they left the hospital when they initially got the implant, stim was at 1.7. The agent reviewed turning stim on, and the patient confirmed not really feeling anything. The agent who reviewed pt can keep it here; however, if symptoms don't improve, discuss program changes with dr.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  the patient had not been able to pee normally for a long time. The patient states they are holding a lot of urine and they can't figure out why they're holding it. Pt states when they end up peeing on the pad rather than the toilet. Pt states they couldn't get anything to come out, even after sitting there for 10-15 mins, but then when they go to bend over it would come out. The patient states that for the first week, it did seem to help because they could sleep. On one occasion, they were able to sleep 3 hours. Patient also mentioned they have a bad case of unrelated neuropathy, so they don't have much feeling down there and they could tell when they peed in their pants or pajamas because they could feel a warm sensation. Patient services walked patient through connecting to implant and increasing stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient states they have not been able to pee normally for a long time. See related call. Pt also mentioned on the call they are still sore right where the lead is located at the butt crack and wanted to know if this was normal.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.